Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument only partially fired. The surgeon used another intrument to complete the procedure. The hosp has reported no pt injury occurred.